Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates jps brooming script was performed to resolve the calibration failure, but the arm continued to fail calibration. Brake regeneration was performed on setup arm joint 4 (sa_j4) and the arm was still experiencing calibration issues. The arm was restarted and is now functional. Evaluation of the device data indicates multiple instances of calibration failure on the aca. There is an occurrence of error codes ¿arm error - sa pitch external torque, high¿ and ¿sra validation - redundant position sensing check¿. There was also an additional error related to a failure of the friction self-test at sa_j4. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, at the end of the procedure, the arm cart assembly (aca) triggered a non-recoverable error unexpectedly. The health care professional (hcp) restarted the aca, after which the system successfully completed the calibration procedure. The aca was then positioned in the storage position without any further issues. There was no patient involvement.